Manufacturer narrative:
A customer in the united kingdom notified biomérieux of obtaining delayed results >24 hours while using the product vitek® 2 xl blue mod colorm 220v (ref. 27228, serial number (B)(6)). The biomérieux field application specialist (fas) and field system engineer (fse) accessed the pc and confirmed that the data communications between the vitek 2 instrument(s) and the vitek 2 systems software had stopped. Instrument alarms were visible on the instrument interface in relation to "host communication". The instrument indicated that cards were processing, including when new cassettes were loaded. A full shutdown of all instruments and the pc was performed. The cassette load events were indicated in the instrument logs; however, the loaded cassettes did not appear in the vitek 2 systems software interface. Upon review of the windows system event logs, t was noted the following messages occurred in relation to the host communications alarm date/times: installation of the microsoft defender antivirus: event ID: 43 - security intelligence update for microsoft defender antivirus - kb2267602 installation successful: windows event ID: 19 - security intelligence update for microsoft defender antivirus - kb2267602 evaluation of the windows defender application in relation to the exclusions for the vitek 2 system for the rp5810 windows 10 iot pcs verified that the required antivirus exclusions for the vitek 2 system were not applied. Activity was performed to add the antivirus exclusions to the windows defender application following the "windows 10 network configuration guide (048640-02-info-4501)". The investigation determined the 'host communication' alarms and failures were due to the win defender updates causing a communication block between the vitek 2 system software and vitek 2 instruments.

Event description:
Intended use: the cassette docking station, when used in conjunction with a vitek® 2 system, has applications as an in-vitro diagnostic medical device. The cassette docking station is a tabletop usb device used to program the button memory in a vitek® 2 cassette. Description of the problem: a customer in the united kingdom notified biomérieux of obtaining delayed results >24 hours while using the product vitek® 2 xl blue mod colorm 220v (ref. 27228, serial number (B)(4)). It was reported that the customer has had a case where instrument data messages stopped transmitting to the pc and was noticed by lab personnel the following day. The delay was over 24 hours for several samples. According to the biomérieux engineer who worked with the issue, he could not identify anything to indicate the root cause, but believes it to be due to the pc or associated software. A new pc was ordered. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.